Event description:
Procedure: total lap hysterectomy (tlh).according to the reporter: the instrument loaded normally. When dr. Werne took her second bite, the needle fell out into the patient. It did not break and was found and recovered easily. A new handle was opened to complete the case with no issues. No patient injury.

Manufacturer narrative:
(B)(4)